Event description:
It was reported that the user experienced low glucose events while using an ilet system and received healthcare provider guidance to perform a factory reset; the user had been under-announcing or skipping meal announcements, and customer care subsequently walked the user through the factory reset with the fl3+ warming cycle completed and confirmed that blood glucose was not affected at the end of the call. The lowest glucose reported was 58 mg/dl. Symptoms included dizziness consistent with hypoglycemia. Outcomes included recovery following self-treatment with oral glucose and user education. Investigation included technical support guidance, device setup assistance, and user education on proper meal announcements and corrective actions. Investigation of this case revealed user-related use error associated with missed or under-reported meal announcements rather than a device malfunction. It was concluded that the device operated as intended and that the hypoglycemic events were attributable to use error, with resolution following user education and factory reset.